Manufacturer narrative:
(B)(4); the local area field representative was contacted for additional information. At this time, the lead has not been revised. No further information was available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this electrode had two ventricular fibrillation (vf) episodes in which 10 shocks were delivered. The episodes occurred while the patient was on dialysis and the shocks did not convert the vf. X-rays were obtained and revealed the electrode was pulled back almost completely to the device. There was no set plan of action, but electrode repositioning was being considered based on the patient's recovery. No additional adverse patient effects were reported.